Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, brown particles and creases flat. Based on the device analysis the final assessment is no issues found related with the manufacturing process the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV.

Event description:
Health professional reported left side capsular contracture baker grade IV. Device has been explanted.